Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer called to report the insulin pump had a crack on the battery compartment. Blood glucose reading was 402 mg/dl. The customer stated the insulin pump had been dropped to the floor. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).